Manufacturer narrative:
When the metronome button was pushed, no sound was generated. After taking the clamshell apart, the pcb and flex-circuit were inspected for irregularities. Some corrosion was identified on the flex-circuit along with some particulate on the inside of the clamshell. No gross errors were detected on the pcb (missing components, broken solder joints) but corrosion was identified at one of the battery terminals along with potential damage to the battery itself. When a different pcb and battery were used, the metronome worked. Resqpumps getting stuck in the compressed position is being investigated under CAPA (B)(4)-main. Because this investigation is still ongoing, fer (B)(4) was also inspected for this issue. When the pump was compressed, the force gauge was stuck at 50 kg. When the clamshell was taken apart, all components seemed to be in the correct orientation. The pushrod could be removed but it was harder to do so than average. A significant portion of the pushrod stem was covered with an excessive amount of loctite. When the pump was reassembled, the pump would still stick at 50 kg after the first compression. The investigation indicates that moisture was introduced to the inside of the clamshell causing corrosion and subsequent battery depletion. It also indicates that an excessive amount of loctite was put on the pushrod stem which cause it to get stuck at the point of maximum compression.

Event description:
Originally reported as a metronome stopped working.